Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis on an unknown date, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin 2 g (frequency and duration not reported) and intraperitoneal hexamycin 40 mg for four days (frequency not reported) for peritonitis. Extraneal was discontinued whereas physioneal remained ongoing. Five days after the event onset, the patient had recovered; however, vancomycin remained ongoing. No additional information is available.